Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to difference in sensor glucose and blood glucose values. The customer reported blood glucose value of 575 mg/dl treated with insulin pump and emergency room visit. The event involved product(s) unk_sensor. Troubleshooting was partially performed and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. Customer confirmed the blood glucose and the sensor glucose value at the time of event was found to be 575 and 284 mg/dl. The difference in value between sensor glucose and blood glucose was 291 mg/dl, which was not within range. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for unk_sensor.